Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and it was noted that this patient developed deep vein thrombosis (dvt) in the left arm. Then, a computed tomography (CT) was performed and a perforation was found. Subsequently, a revision procedure was performed and the rv lead was repositioned. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of failure to capture is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review is not required. The event is not reportable in an eea/great britain country and bsc is not responsible for training, no new hazard was identified. This failure to capture has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and it was noted that this patient developed deep vein thrombosis (dvt) in the left arm. Then, a computed tomography (CT) was performed and a perforation was found. Subsequently, a revision procedure was performed and the rv lead was repositioned. Currently, this product remains in service and no additional adverse patient effects were reported.